Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported migration and fistula cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Migration and adverse tissue reaction were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the device migrated and the patient had a fistula between the right corpus cavernosum and the distal urethra after his spectra penile prosthesis (spp) implant. The patient underwent a surgical procedure to explant and replace his device one month after the original procedure. The event was reported as resolved.